Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on pump, moisture damage and pump did not turned on. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed. No harm requiring medical intervention was reported. Product return for mmt-1812 is expected and the customer response was the device will be returned.

Manufacturer narrative:
Pump received with flashing medtronic logo. No blank display noted. Pump unable to download/upload into thump due to blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, battery tube, internal battery, keypad flex tail and motor assembly. No moisture damage on the keypad domes and keypad traces. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: serial number label fading, cracked case behind the pump at the battery compartment and cracked battery tube threads. Blank display not confirmed. Pump received with flashing medtronic logo due to moisture damage on the electronic assembly. Exposed to moisture confirmed. Pump unable to download/upload confirmed. Cosmetic damage was confirmed at the case behind the pump at the battery compartment and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.